Event description:
It was reported that the cardiocap 5 was emitting sparks and a smoke odor while in use. The staff turned off the unit and pulled it from use. No injury was reported. Ge healthcare replaced the ac/dc power supply, the lcd display and shield, and the com-wheel switch rotary. The device was cleaned and fully tested. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.